Event description:
It was reported that the patient received inappropriate Anti-Tachycardia Pacing (ATP) therapy due to incorrect interpretation of rhythm. Programming changes were made. The patient was asymptomatic.